Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to poor sound perception, however neither a technical failure nor a medical problem has been observed. Testing performed whilst the device was implanted are indicative of a functional device. The investigation showed that the electronic circuit is functional. This is a final report.

Event description:
The patient was reporting intermittent hearing with the device. The patient has been re-implanted on (B)(6) 2017. It seems that the patient is satisfied with the first fitting of the new device.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was reporting intermittent hearing with the device. In situ measurements showed a functional device. The patient has been re-implanted on (B)(6) 2017.